Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported four trocars all 511sd, the gaskets broke as obturator was inserted in. The trocar never made it into the patient. There was no consequence to the patient.